Manufacturer narrative:
One video was provided by the facility. The video was analyzed during the evaluation. The product was returned with the membrane completely unfolded and no blood was observed. One kink was observed on the catheter tubing approximately 76.7cm from the iab tip. The inner lumen was found to be occluded. The occlusion was unable to be cleared. An underwater leak test of the balloon, catheter, y-fitting and extracorporeal tubing was performed, and no leaks were detected. The iab was placed on the cardiosave pump and the iab fully inflated. No alarm sounded from the pump. The reported event cannot be confirmed by the evaluation. The evaluation determined a kink in the catheter tubing. It is difficult to determine when or how a kink in the catheter occurs. Although we did not repeat the event in the laboratory setting, a kink in the catheter can cause inflation difficulty or an alarm. A lot history record review was completed for the reported product. No nonconformance's were found that are considered to be related to the event. Reference complaint # (B)(4).

Event description:
N/a.

Manufacturer narrative:
Event site telephone: (B)(6). The product has been returned to the manufacturer but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Complaint record ID # 1114853.

Event description:
It was reported that after insertion, the intra-aortic balloon (iab) would not fully inflate. The iab was removed immediately. A new iab was inserted, but the same issue occurred. A third iab was not inserted. There was no patient harm or adverse event reported. This report is for the 1st iab involved in this event. A separate report will be submitted for the 2nd iab.